Event description:
Procedure type: l.ant resec w/end-end anast. According to the reporter: bleeding occurred after anastomosis, however, the bleeding was stopped. A new instrument was used to complete the procedure. Nothing fell into the patient cavity and there was no tissue damaged. Or time was extended over 30 due to the bleeding, which was over 200cc. The bleeding was stopped with an "electric knife". Current patient status is ok.

Manufacturer narrative:
Date of initial report sent: 08/26/2009.